Event description:
It was reported that the patient underwent an explant procedure to remove the spacer implant as they were not receiving good pain relief from the implant. The patient is expected to fully recover.